Event description:
Pen needles clogged. Purchased two brands from amazon at same time. Started to use the others and discovered that they were clogged. I decided to check this batch. I opened several and could not blow air through them. I opened one from a different brand, I had been using and could blow air through it easily. I then opened several more from this box and could not blow air through them at all. I have already reported the others, but I need to report these because these needles are used to inject medication through pen needles and I consider this a serious defect. I do not know why they are clogged. Whatever is in them, seems to come out slowly under pressure from medication. I wonder if the needles are as sterile as the box claims.